Manufacturer narrative:
Manufacturer's investigation conclusion: author information: bashir h, et al. J. Clin. Med. Journal of the society for cardiovascular angiography & interventions, article in press. Https://doi.org/10.1016/j.jscai.2025.103662 the christ hospital heart and vascular institute and the lindner center for research and education, cincinnati, ohio, USA a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number mlp-013425, and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on the heartmate 3 lvas, serial number mlp-013425, with no further related issues reported at this time. The relevant sections of the device history records for mlp-013425 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article titled ¿transcatheter aortic valve replacement for aortic regurgitation in patients with left ventricular assist devices: an institutional experience?¿ identifying that hm3 may be related to aortic insufficiency/regurgitation. This observational study included 348 lvad patients implanted from jan2014 to oct2024. Of those 348 patients, 7 (2%) patients received a transcatheter aortic valve replacement (tavr) for significant aortic regurgitation (ar), including 5 patients with hm3. Patient 5 of this article underwent the tavr 1442 days after lvad implant. The patient underwent the tavr due to severe mitral regurgitation (mr), severe tricuspid regurgitation (tr), and severe ar. The patient was discharged alive with no mr, tr, ar, and no postprocedural complications.